Manufacturer narrative:
Concomitant medical product: w1tr03 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion on the cardiac resynchronization therapy pacemaker (crt-p) and high threshold on the right atrial (ra) lead. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.